Manufacturer narrative:
Device discarded at hospital.

Event description:
Surgeon experienced a needle tip break. Needle tip was not removed from patient. Physician confirmed needle was deployed without tissue between the upper and lower jaw (dry fired). IFU for novostitch suture passer warning 5 states: "always fire the needle into tissue. Firing the needle without any tissue between the upper and lower jaw may damage or break the needle." Dry firing the device is the likely cause of the needle tip break.